Event description:
Confirmation was received that the patient had their lead revised and replaced. The suspect product has not been received to date. No additional relevant information has been received to date.

Event description:
The lead was returned for product analysis and is currently ongoing.

Event description:
Product analysis (pa) for the returned lead was completed. The reported fracture of lead allegation was verified. Scanning electron microscopy (sem) images of the lead coils show that pitting or electro¿etching conditions have occurred at the break locations. Sem images of the breaks mate ends of the positive and the negative coils shows appearance suggesting that a stress-induced fracture has occurred in at least two strands of the tri-filar coil. The negative coil shows appearance suggesting that pitting has occurred at the mate end in on stand of the tri-filar coil. There was also breached insulation of the tubing found. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Pa worksheet and visual images pages were reviewed noting there were fluid leaks related to the damaged tubing and explant procedure.

Event description:
Information was received that the condition is worsening, and clarification was obtained that this is regarding worsening seizures. It was also noted that the patient's device is now showing high impedance when previously it was showing low. Data sent in is showing that the patient's device has been fluctuating between normal, low, and high impedance. No additional relevant information has been received to date.

Event description:
It was reported by the physician that there was low impedance found on the patient's device. The patient received a generator replacement recently and during pre-op diagnostics prior to the replacement case the impedance was okay as well as during the surgery. Additional information was received that low impedance was observed several times and the impedance on the session report received was just above normal impedance. Information was received that x-rays were not performed. No adverse events or trauma to the area have been reported by the patient. It was stated to be unknown what caused the low impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.